Event description:
The pt was reportedly experiencing pain with stimulation. External equipment was exchanged w/o resolve. Testing could not be completed due to pain. Surgery to explant the pts device is under consideration.